Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic after receiving a vibratory alert. Upon review, it was noted that the right ventricular lead exhibited high out of range high voltage lead impedance. There was a possibility of right ventricular lead coil fracture. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.